Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter was noted. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after hearing "hissing" noises. The right ventricular (rv) lead had short v-v intervals, non-sustained ventricular tachycardia (nsvt) episodes with noise, and fluctuations in impedances. It was suspected that the rv lead was broken. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.